Manufacturer narrative:
Investigation summary a complaint of mold on a spike was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 42502e lot number 22079145 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris smartsite gravity set foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: there was what appears to be mold found in one of the spike¿s of the IV tubing, smart site gravity set. We are pulling all the lot #s that are the same as the one the mold was identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite gravity set foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: there was what appears to be mold found in one of the spike¿s of the IV tubing, smart site gravity set. We are pulling all the lot #s that are the same as the one the mold was identified.